Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted pump. Per the patient, the pump was also delivering a numbing agent. The indication for pump use was non-malignant pain. The patient reported that their communicator was not working and wouldn't find the pump. The patient stated that they were able to connect this morning. The patient stated today they saw a message on the handset that said (B)(6). The agent walked the patient through restarting the handset and trying to connect in the myptm app. The patient reported seeing ¿no pump response.¿ the agent reviewed best practices for communicator placement. The patient then stated, 'it was at 81% then stopped.' During the call, the patient had their husband try to help them, but the patient still saw no device found, resync, and then the same 0x error code as before. The agent asked if the patient had had any falls or trauma and the patient stated that they had a fall a week ago and broke 4 ribs and had been to the ER (emergency room) 2 times. The patient stated that they had been having trouble connecting to the pump for over a week. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. On 2025-07-10 additional information was received from the company representative who reported that the patient was experiencing issues with the ptm (personal therapy manager) communicator. During troubleshooting the ptm battery died and the patient stated they will call back once ptm is charged to resolve issue. The patient¿s representative and the patient called in to conduct troubleshooting. During the call it was clarified the patient was fluctuating between retrieving pump settings and no pump response consistently; unable to complete the connection to the pump. The callers clarified the issue started yesterday morning and they spoke with a different company representative last night. The caller confirmed no weight fluctuations; there was a fall but not recent. During the call patient was standing and tried multiple communicator placement considerations. They cleared data and disable/re-enabled bluetooth and location then attempted to sync again; the issue did not resolve. The patient stated they get 7 boluses per day and their last refill was beginning of june, maybe the 7th or 8th. The agent agreed to replace the communicator and redirected patient to hcp (healthcare provider) if issue does not resolve to check the pump/implant site. A request was sent to the repair department for a replacement communicator due to chronic telemetry issue.